Event description:
On two occasions the epidural catheter, made by one MFR, was used with a touhy needle from this MFR's tray. On both occasions, the epidural catheter broke in the pt's back during the procedure. The first event occurred on 1/18/94 with a 38-yr-old, pregnant female weighing 162 lbs. The second event occurred 1/18/94 with a 32-yr-old, pregnant female weighing 172 lbs. Additionally, on 1/4/94 an epidural catheter made by this MFR broke during removal from a 27-yr-old pregnant female weighing 160 lbs.